Manufacturer narrative:
Product analysis summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2016. 694758 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.